Manufacturer narrative:
The device associated to this report is currently in transit to the manufacturing site for investigation. A summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.